Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that distal catheter was broken at the valve outlet connector, and the catheter detached from the valve causing it to slip into the abdomen. As a result the distal catheter was replaced.